Event description:
This is a female pediatric patient with a history of obstructive hydrocephalus as a result of aqueductal stenosis diagnosed prenatally, delivered full-term with a shunt placed at 9 months, who has done well, not requiring any shunt revisions without any shunt infections. However, over the past week, she has developed intermittent headache with nausea and vomiting. She was brought to the emergency room on the morning of surgery by her mother where a CT of the head demonstrated increased ventricular caliber consistent with ventriculoperitoneal shunt revision. She was admitted to the neurosurgical service in the ntu and recommended ventriculoperitoneal shunt revision.during removal a smooth pickup and a curved hemostat were used to disconnect the rickham reservoir from the bioglide ventricular catheter. There was no flow of cerebrospinal fluid. The entire field was copiously irrigated with saline and a manometer was used to test the distal runoff through the valve and distal shunt tubing, which was excellent. Subsequently, we attempted to gently test the proximal catheter to see if that was stuck, indeed it was. The bugbee catheter was then used to free it up. However, the cup attachment to the rickham reservoir and the bioglide catheter itself became disconnected during this process, and therefore it had to be hooked with a curved hemostat before migration of the ventricular catheter intracranially. We continued to free up and then gently delivered the bioglide catheter.====================== health professional's impression======================bioglide ventricular catheter became disconnect at inappropriate location.====================== manufacturer response for shunt, central nervous system & components, bioglide ventricular catheter======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter, (FDA recall #'s z-1124-2009 to z-1134-2009).